Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.